Event description:
It was reported by service report that the litter top of the cot is leaning three inches and the wheel lock caster wheel is very worn. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Wheel. Customer had 5 to 6 people on the cot to restrain a pt which overloaded the cot and caused the leaning damage.